Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture evaluation review cannot be conducted because no lot number was provided by the customer. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a steam pop occurred while ablating the mitral annulus with the thermocool® smart touch® sf bi-directional navigation catheter. Post-procedure cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. Extended hospitalization was required as a result of the adverse event for observation. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Patient¿s anatomy (ridge like structure at the annulus) was cited as a factor that might have contributed to the adverse event. Transseptal puncture was performed during the case. The generator was used in power control mode at 50 watts with a temperature cut-off at 42 degrees celsius and a power cut-off at 50 watts. The power did not titrate during the ablation. The last ablation cycle time at the site of injury was of 13 seconds. The flow was set at a5 ml/min. The patient received anticoagulant (unspecified) during the procedure with an activated clotting time (act) between 250-300 seconds. No error messages were observed on any bwi equipment. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. The carto 3 system did not indicate to re-zero the catheter.